Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No troubleshooting had been performed and the cause was not determined. The event remained unre solved, but no actions were taken or planned to address the low impedance.

Manufacturer narrative:
(B)(4) has replaced, which was reported in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's system had low impedance between contacts 8 and 9 at 34 ohms. The stimulation effect is still good and there are no adverse effects. The patient was stated to be okay. No environmental, external, or patient factors contributed to the issue. There were no symptoms reported. No further complications were reported or anticipated.